Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient required hospitalization following an initial visit to the emergency room (ER). The patient arrived at the medical facility on (B)(6) 2025. During this incident, the patient's blood glucose level peaked at 800 mg/dl. The patient reported that the cannula was bent. In an attempt to address the high blood glucose, the patient took several actions: changing the infusion set and cartridge, drinking water, and administering a correction bolus. Upon hospitalization, the patient received treatment in the form of intravenous (IV) fluids, including saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.